Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector had air in line the following information was received by the initial reporter with the following verbatim: incidental detection of gas embolism suspected extension or valve defect.

Manufacturer narrative:
Annex a code changed.

Event description:
No additional information received.

Event description:
Additional information: the ae was detected in radiology. The catheter was inserted and removed in the ssr department, following the usual procedures. The gas embolism was diagnosed on an injected CT scan. A CT scan a few hours later showed that the air had disappeared, after appropriate management. I cannot myself analyze the defects in the material, which was kept and sent with the report for analysis by the appropriate services." 3. Could you please confirm how the fault was identified? ="incidental discovery in radiology". 4. Could you please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? ="no visible damage identified when the device was returned to the material vigilance department and the plunger was returned in place, so the inspection could not be used." 5. Could you please confirm what substance was being infused during the time of the event? ="omnipaque 350". 8. Could you please confirm if any visible air bubbles were detected? If yes, please confirm the exact location? ="if bubbles were present, they were not noticed; detection took place after acquisition." 11. Could you please provide detail of the patient impact, was there a longer stay in hospital? ="rapid treatment of the patient thanks to the incidental discovery on the CT scan, but the event could have been critical without this discovery, family and patient informed of this ae. Impact on length of stay unquantifiable, as patient in ssr." 12. Could you please provide details of any further intervention given to the patient? ="tachycardia requiring high-concentration mask 15l/mn for a few hours according to internal protocol." 13. What is the patient condition now? ="treatment of gas embolism ok".

Manufacturer narrative:
Additional information in adverse event or prod prob (b). Investigation summary: one mz5303 sample was received without packaging for investigation; the set was received connected to an unknown catheter. The customer reported that the sample was from lot 23099104. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to leakage testing using a 50ml bd plastipak syringe; no leakage or air ingress was observed from the infusion set throughout testing, both when tested independently and whilst connected to the catheter. Additionally, functional testing of the sets also didn't not detect any abnormalities the and the sample operated as intended. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23099104 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz5303 product in the past 12 months.